Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: during prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. Per the staff, there was a balloon loss of pressure while shuttling down. The patient was then converted to manual pressure for 15 minutes. There was no adverse effects on patient. The patient was discharged home 4 hours post. The patient was not hospitalized. Procedure type: diagnostic, peripheral vessel size: 6 mm, stick location: low sheath size: 6f.